Event description:
It was reported that the right ventricular (rv) lead experienced high and variable thresholds. The pace/sense portion of the lead was capped and replaced with another lead successfully. The high voltage coil of the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2014. (B)(4).